Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52, lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one week post-implant, there was undersensing, high thresholds, and no capture and maximum output. The rv (right ventricular) lead was explanted and replaced. No patient complications have been reported as a result of this event.